Event description:
Physician stated the proximate 100mm linear cutter was difficult to close. The 1st load did not fire properly. Used a 2nd load to assure the staple line uniformly stapled. No known patient harm.